Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, the device tube was more difficult to separate from the orvil-anvil than usual. The surgeon able to separate the tube and continue using the device without any issue. There was no patient injury.